Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on atrial lead was observed when the patient presented through merlin.net transmission. Review of session records noted myopotential oversensing. Programming changes were recommended. No patient symptoms were reported.